Event description:
It was reported the pt was unable to adjust the stimulation. The status lights indicated all the lights were flashing. The pt was in the hosp and his arms and legs were spasming. It was suggested to replace the 9 volt battery in the programmer. The pt was still "thrashing" but stimulation was confirmed to be off. Additional info has been requested, but was unavailable on the date of this report.

Manufacturer narrative:
(B) (4).